Event description:
It was reported that during an interventional procedure in a restenosed previously stented lesion in the obtuse marginal and proximal circumflex arteries, the lesion in the obtuse marginal artery was pre-dilated with a 2.5 x 12 trek. The 2.5 x 8 xience v otw device was catching on the struts of a previously placed stent as it was inserted though the stent to reach the restenosed lesion. The physician decided to remove the device from the patient. After removal, the physician noted that the stent was off the balloon. Fluoroscopy was performed and found that the stent was in the target lesion. The physician inserted a balloon into the stent and was able to deploy the stent in the target lesion. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents; and is typically not associated with a product quality deficiency. The device was not returned for analysis, however, interaction with the anatomy and/or previously implanted stent likely contributed to the reported resistance. Additionally, this interaction may have resulted in disruption of the stent implant on the balloon such that it subsequently led to the stent dislodgement during removal; however, a conclusive cause could not be determined. Since there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The stent was ultimately deployed in the target lesion with a balloon catheter. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Reportedly, the xience v stent was used as treatment for in-stent restenosis of a previously implanted stent. It should be noted that the xience v instructions for use states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is possible that the use of the xience v stent to treat in-stent restenosis contributed to the reported difficulties; however, this could not be confirmed. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency.